Event description:
The reporter stated in 2009 a physiotherapist confirmed the cuff of the pt's tracheostomy tube leaked, and the pt was re-cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.